Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that syr abg preset 3 (1.6) ll 22 x 1 ce leaked blood. The following information was provided by the initial reporter: "when using the abg, it found that 1 ea abg was blood leakage in the tip of the barrel."